Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Trunion / head dissociation. A lot of black stuff in the joint and implants revised to a restoration modular. *update on 19-apr-2022 per clinician review: " the findings listed in the revision operative report were "gross taper deformity, disengaged femoral head,metallosis,and polyethylene wear. The pathology report also notes taper deformity on the explanted stem."

Event description:
Trunion / head dissociation. A lot of black stuff in the joint and implants revised to a restoration modular. *update on 19-apr-2022 per clinician review: "[...] The findings listed in the revision operative report were "gross taper deformity, disengaged femoral head,metallosis,and polyethylene wear. The pathology report also notes taper deformity on the explanted stem. [...]"

Manufacturer narrative:
Reported event: an event regarding wear involving an unknown liner was reported. The event was confirmed via clinician review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: within the progress note of (B)(6) 2022 the patient had a painful left hip and difficulty walking. X-rays demonstrated deformation of the trunnion and dissociation of the femoral head. The findings listed in the revision operative report were "gross taper deformity, disengaged femoral head, metallosis, and polyethylene wear. The pathology report also notes taper deformity on the explanted stem. At two weeks post-operatively the progress note dated (B)(6) 2022 states the patient was doing well. The tha trunnion deformity/head dissociation and subsequent revision surgery can be confirmed. The root cause of the failure cannot be determined. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.